Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: block b5 (type of procedure). Correction: a3 (patient sex) and h10.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the clip did not release successfully from the catheter. Reportedly, the physician tried to gently wiggle the catheter, and even tried to open and close the handle a number of times. Eventually, the clip and catheter were removed and the procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on august 27, 2019. It was reported that the procedure performed was colonoscopy.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned complaint device found that the clip assembly got stuck onto the bushing. A dimensional analysis was performed on the yoke of the device and the internal and yoke diameter measurements were confirmed to be within specification. A dimensional analysis was also performed on the diameter of the clip capsule and the external measurement was confirmed to be within specification, while the internal and media measurements were found to be out of specification, supporting the investigation findings. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue is in place. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the clip did not release successfully from the catheter. Reportedly, the physician tried to gently wiggle the catheter, and even tried to open and close the handle a number of times. Eventually, the clip and catheter were removed and the procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. It was reported that the procedure performed was colonoscopy.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but the clip did not release successfully from the catheter. Reportedly, the physician tried to gently wiggle the catheter, and even tried to open and close the handle a number of times. Eventually, the clip and catheter were removed and the procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.